Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime due to faulty force sensor resistor. No motor error alarms noted during testing. The motor was tested outside device and it passed. The device had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and missing end cap sticker.

Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump after changing their infusion sets. The customer stated the alarms occurred during bolus deliveries. Customer's blood glucose was 20 mmol/l. The customer had treated their blood glucose with insulin pump. Troubleshooting for the insulin pump found insulin was able to flow with a push plunger, but the no delivery alarm persisted. Customer was advised their insulin pump will be replaced. No additional information provided.